Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited undersensing. The ventricular blanking occurred after atrial pacing and few times the premature ventricular contraction (pvc) was falling into blanking. Technical services (ts) reviewed the presenting and stated that the atrial pacing blanking pvc's and were causing ventricular pacing. Ts recommended programming options. This device remains in service. No adverse patient effects were reported.